Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with complaint of cervical spondylosis. The following procedures were performed: 1. Anterior cervical diskectomy and fusion at c5-c6 and c6-c7. 2. Instrumentation at c5-c6 and c6-c7 using stryker reflex hybrid plate and screws. 3. Insertion of allograft at c5-c6 and c6-c7. 4. Use of trinity allograft. 5. Application of gardner-wells tongs. 6. Use of intraoperative fluoroscopy. (B)(6) 2009 the patient presented with degenerative disc disease lumbar spine. The following procedures were performed: 1. Posterior spinal fusion l4-l5, l5-81. 2. Instrumentation l4-l5, l5-s1, using stryker xia 3 screws and rods. 3. Use of bone morphogenic protein. 4. Use of intraoperative fluoroscopy. Per op notes: after the surgeon final tightened the set screws to the rod, he then placed bone morphogenic protein was had been wrapped around a bone graft matrx in a burrito-like fashion. The surgeon placed this in the lateral gutters bilaterally. It is also of note that he did remove the capsule at l4-l5 as well as l5-s1 bilaterally. He noted what appeared to be an auto fusion of l5-s1 bilaterally, although there was some movement. He left the l3-l4 facet alone bilaterally. It is noted that he did irrigate out the wound with copious amounts of pulse lavage irrigation throughout the case. He did not irrigate the wound after the bmp had been placed. At this time, he removed the deep retractors and took the final ap and lateral images which showed the hardware to be in satisfactory position. He did not note any significant bleeding at that time. (B)(6) 2011 the patient underwent colonoscopy and upper gastrointestinal endoscopy due to abdominal pain. Findings: melanosis. (B)(6) 2012 the patient presented with complaints of back pain. She underwent x-ray tests of the cervical spine. Impression: c5 through c7 interbody fusion with a metal plate in place. Possible lower cervical bony foraminal stenosis, particularly at the c6 level. X-rays of the knee were also taken due to joint pain. Impression: no significant plain radiographic abnormality. X-rays of the lumbar spine were taken. Impression: postoperative changes status post fusion of l4 through s 1 in satisfactory alignment with satisfactory position of the hardware. Severe degenerative disk disease at l2-3 and l3-4. No acute fracture or subluxation. (B)(6) 2012 the patient presented to undergo mammography exam. Impression: no mammographic evidence of malignancy. (B)(6) 2012 the patient presented with osteoporosis. Bone mineral density (bmd) was calculated utilizing dual energy x-ray absorptiometry (dexa) scanning on a hologic discovery system.